Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation.